Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that out of the box, the cardiosave intra-aortic balloon pump (iabp) unit failed pim test. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed the problem with safety disc, performed various tests. To fix the issue, the fse replaced the pneumatic module assy and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.